Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to remove could not be determined. Factors that contribute to difficult to remove vessel, include, but not limited to, device interaction with calcified patient anatomy, tissue or suture caught in foot. The patient effects of vascular tissue injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after a transcatheter aortic valve replacement interventional procedure with a 6f sheath. Reportedly, the device became stuck in the anatomy, causing vessel damage. The device was eventually removed manually. Surgical suturing was used to repair the artery and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.